Event description:
Same case as MFR ID # 2134265-2014-06380. Reportable based on analysis completed 17sep2014. It was reported that during preparation of the device it was noted that the rotalink burr was unable to load onto the rotalink wire. The procedure was completed with another rotalink device. No patient complications were reported. Examination of the returned device revealed a wire fragment was found in the annulus of the burr.

Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. Only a fragment of the wire was returned stuck in the annulus of the burr. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).